Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 127 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. Customer stated that insulin did not exit. The customer stated that they have a plunger available. Customer was advised to remove reservoir from the pump, disconnnect and reconnect the resesrvoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer stop the troubleshooting as this point because of excessive bubbles and will call back.